Event description:
Sustained a massive hematoma during dialysis in the right upper arm. It was revealed during the removal of the needles from my graft. The hematoma extended from my arm to the axially then to side of my breast. There was no warning from the machine that my blood was not returning to my body. I was immediately taken to the ER to be admitted. I was hospitalized for 3 days and was dialyzed for elevated blood potassium. My treatment included pain management and surgery to remove the hematoma due to continuing pain.